Event description:
It was reported that a patient underwent a revision surgery to remove a construct due to a broken screw at the s1 level.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of this event.